Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26/apr/2024.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "hole on patch side." Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device. Additional, changed, and/or corrected data: b5, b6, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "hole on patch side." Device was explanted and replaced.